Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on investigation, the keypad was found to be fully intact without peeling or visible damage. The contrast, up arrow and down arrow buttons had intermittent response. The ok button had normal response. The keypad cover was removed for investigation and revealed contamination under the contacts of the up arrow, down arrow and contrast buttons.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2012, and stated that the down arrow keypad button was hard to press and required multiple presses to elicit a response. The patient denied damage to the keypad. The patient reportedly wore the pump under a garment, against the body and did not clean it. There is no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.